Event description:
It was reported that: "upon impacting broach handle, impaction platform broke off the handle. This happens often with this type of broach handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.